Event description:
It was reported that during a central processing, the customer observed that there was a wire sticking out of the mega suturecut needle driver instrument's tip. Reporter personally could not find any wires that looked out of place, however noticed that they had a little difficulty with manipulating the instrument when moving the jaws from side to side. The surgery was completed. There was no report of patient harm, adverse outcome or injury.

Manufacturer narrative:
A return material authorization (RMA) was issued to evaluate the mega suturecut needle driver instrument. A follow-up MDR will be submitted if the instrument is returned (post failure analysis evaluation) or if additional information is received. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The mega suturecut needle driver instrument was analyzed and found to have a frayed grip cable at the grip hub. Some bundles of the cable were frayed, but the cable was not fully broken. The frayed cable strands stuck out at the wrist. The complaint was confirmed by failure analysis.

Event description:
Refer to h10/h11 for follow-up information.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical (is) contacted the site and obtained the following additional information regarding this event: there was not any substantial delays to the surgery and the instrument was promptly replaced when issues arose. There were no reports of injuries to the patient nor reports of any fragments falling into the patient.